Manufacturer narrative:
The customer reported that their central nurse's station (cns) has no sound. No harm or injury was reported. Before nihon kohden technical support could troubleshoot the customer reported that the audio cable for this unit was disconnected. Once the cable was reconnected, the sound was resumed.

Event description:
The customer reported that their central nurse's station (cns) has no sound. No harm or injury was reported. Before nihon kohden technical support could troubleshoot the customer reported that the audio cable for this unit was disconnected. Once the cable was reconnected, the sound was resumed.